Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a rash under the te pads. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed cortisone creme advantan for the rash. Follow up indicated that the rash improved.